Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organic prolapse on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2012 due to extrusion of mesh. It was reported that the patient underwent mesh removal and had reinsertion of implant manufactured by cook on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele. It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary /bowel problems, recurrence, bleeding, vaginal scarring, dyspareunia, and vaginal discharge. It was reported that patient underwent mesh excision of mesh extrusion on (B)(6) 2012. (B)(4).